Event description:
This lead was implanted on (B)(6)2011 and remains implanted up to this date. Technical services review revealed intermittent loss of capture and oversensing on the rv channel post pace. Possible fusion pacing was noticed as well. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).